Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer attempted to use the device with external hard paddles for a synchronized cardioversion when the device displayed a "connect cable" prompt. The use of the device was inhibited. Another device was made available and used to cardiovert the pt. There were no adverse affects to the pt reported as a result of device use.